Manufacturer narrative:
(B)(4). Device broke during the procedure. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the screw tip broke during the craniotomy. There was no delay in the surgery. No fragments were generated from broken device. There was no adverse consequence to the patient. No other medical intervention was required. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 04.503.104.01s, lot# 9764020. Manufacturing location: (B)(4), manufacturing date: dec 16, 2015, expiry date: dec 01, 2025. Non-sterile part# 72563, lot# 9877006, manufacturing location: (B)(4), manufacturing date: aug 12, 2015. Raw material lot# 9877006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation has been completed for part# 04.503.104.01s, lot# 9764020. Microscopic examination of the complained screws shows that the thread tip is broken off as complained. The recess however is in good condition. A review of the DHR for the provided lot number was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It can only be assumed that too much mechanical force while inserting into the bone caused the tip breakage. As these screws are very small and quite fragile, a lot of care is required while handling. We can confirm the visible damages are not from any manufacturing non conformity. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.